Event description:
The product was returned as a discrepant return material authorization. (RMA). There was no issue reported for this product. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that no fragments fell in the patient; however, the tip came off in the trocar when removing. When discovered, the tip was removed from the trocar. The tip of the irrigator detached in the trocar during removal. No fragments fell into the patient.

Manufacturer narrative:
Although there is no claim against the product, an investigation was completed to determine the cause of the return material authorization (RMA). The suction irrigator was analyzed. The instrument was found to have a broken tip at the distal end. The broken piece was not returned. There was no complaint against the product to assess the effect of its failure. This record is related to patient identifier (B)(6) .